Event description:
During an atrial fibrillation procedure, the valve mechanism was noted to be broken. The introducer was replaced, and the procedure was completed without adverse patient consequences.

Event description:
During an atrial fibrillation procedure, the valve mechanism was noted to be detached and leaking. The introducer was replaced, and the procedure was completed without adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported detached valve and subsequent leak remains unknown.